Manufacturer narrative:
D.6a. Is month and year valid. G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they underwent replacement surgery on the left side in (B)(6) 2010 and developed an infection on (B)(6) 2010. Therefore, the right side was implanted in (B)(6) 2011. There was a lot of blood when the infection was contracted. There were no known environmental, external, and patient factors that may have caused the event. Regarding troubleshooting, it was noted that treatment was completed due to past events. Regarding actions taken it was noted that the event occurred in the past, so the replacement location was changed and treatment was completed. The patient outcome was reported as health damage.